Event description:
It was reported that the patient was referred to the physician for a non-capture rv lead. The patient underwent a rv lead revision for non-capture. Upon fluoroscopy, rv dislodgment was confirmed. Physician extracted rv lead and implanted a new lead without any complications. When connecting the ra and rv lead to the device, the set screw was stripped. The physician decided to use a new device. The patient was in stable condition. Related manufacturer reference number: 2017865-2022-22429.

Manufacturer narrative:
The reported event of lead dislodgement and no capture could not be confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures. Visual inspection and x-ray examination of the lead did not find any anomalies except for the damages found consistent with procedural damage.